Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a procedure wherein the implantable pulse generator (ipg) was repositioned due to an unknown reason. The ipg device remains implanted and in use. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient underwent a procedure wherein the implantable pulse generator (ipg) was repositioned due to an unknown reason. The ipg device remains implanted and in use. No further information could be obtained despite good faith efforts. Additional information was received that the patient underwent a non-device related surgery where the ipg was repositioned so that the physician could get at the spine.